Event description:
Customer reported she had a stroke at the end of (B)(6) 2014. A few days prior to the stroke, customer was experiencing nausea and bad headaches. She was visiting a friend in the hospital when she noticed her face appeared droopy. She went to emergency room. Her blood glucose was 565 mg/dl and her blood pressure was 200/168. She also had a thyroid problem. The doctor stated she must have had a seizure, possibly from the high blood glucose or the blood pressure. Customer had a blood clot in her brain. She stated she felt the blood clot caused the high blood glucose and blood pressure. Customer was hospitalized for six days. Customer declined troubleshooting for high blood glucose. She stated the insulin pump is working fine. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).